Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: intraoperative rupture. (B)(4).

Event description:
It was reported that a 350cc mentor memorygel breast implant being used for a breast augmentation procedure ruptured intraoperatively. As a result, the device was replaced with a similar device, and the procedure continued. There were no patient consequences or procedure delays reported.

Manufacturer narrative:
On march 17, 2022, the mentor failure analysis lab received the device for evaluation. Paperwork received with the device indicated that catalog number 3505375bc; serial number (B)(4) was used for the procedure. On april 5, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 350cc breast implant was found to have an area of missing material measuring approximately 3.5 x 3.8 cm extending from the anterior view to the posterior view. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the missing material on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the missing material could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 350cc mentor memorygel breast implant being used for a breast augmentation procedure ruptured intraoperatively. As a result, the device was replaced with a similar device, and the procedure continued. There were no patient consequences or procedure delays reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: intraoperative rupture. (B)(4).